Event description:
It was reported that the system gave a collimator potentiometer error during procedure. This error prevents the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was aligned during the service call. The system was tested and found to be working as intended and put back into service.